Event description:
User allegedly was "storing strips in bathroom, causing him to have abnormal readings. Customer requested logbooks, control solution, and a new lancing device because his is no longer staying 'locked.'"